Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that the patient experienced left arm swelling. "An upper extremity venous ultrasound revealed an acute non-occluding thrombus in the left arm." The patient was treated and the device remains in use. No further patient complications were reported as a result of this event.